Event description:
The manufacturer received information from a third-party service center during the device evaluation that the power connector of the unit was corroded. There was no patient harm or injury. During the evaluation of the device, the service center visually inspected the device and found that the unit cannot be powered on in order to collect the error log, machine hours, error code numbers and software version. The power connector of the unit was corroded and found corrosion on metallic surface, dust /dirt was observed inside the device. The service center concludes that the complaint was not confirmed and there was no evidence of sound abatement foam degradation. The device was scrapped.

Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto CPAP unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.